Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was implanted successfully. However, when the device was connected to the lead, the helix retracted back. The physician extended the helix again and waited, checking on fluoroscopy to ensure the helix remained extended. The device was connected again to the lead, but when making the final suture, the helix was observed to be retracted again. The lead's electrical parameters were tested through the device and were stable and consistent with the original measurements. Therefore, the physician elected to leave the lead as it was and completed the procedure. Post-procedure lead measurements remained normal. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report updates the device code and the evaluation conclusion code.

Event description:
It was reported that this right atrial (ra) lead was implanted successfully. However, when the device was connected to the lead, the helix retracted back. The physician extended the helix again and waited, checking on fluoroscopy to ensure the helix remained extended. The device was connected again to the lead, but when making the final suture, the helix was observed to be retracted again. The lead's electrical parameters were tested through the device and were stable and consistent with the original measurements. Therefore, the physician elected to leave the lead as it was and completed the procedure. Post-procedure lead measurements remained normal. No adverse patient effects were reported. The lead remains implanted and in service.